Event description:
The patient was set up to have her device replaced due to the ins not recharging. It was figured out that the device did not need to be replaced only the antenna needed replacing. She was going to get her ins fully charged and then call for a reprogramming appointment. Then the first week in august she was not able to make adjustments both with or without the antenna attached with the patient programmer. She needs to use the recharger to communicate with the ins. It was noted that she received a new antenna cord for the recharger on 08-05-2013.

Event description:
It was reported that when the patient was walking the device said she was lying down. It was noted that sometimes when the patient was walking the device would send shocks down her legs. When the patient would lay down the device would go off. It was noted that the night prior to this report the patient had turned the device off and in the middle of the night it sent shocks down her legs which woke the patient. It was further noted that when the patient awoke the morning of this report and tried to go to the bathroom she experienced overstimulation down her legs so bad that she was unable to walk to the bathroom. Patient stated that the programs were not ¿holding.¿ patient had stimulation at 1.00 at night and 1.70 during the day. It was noted that the patient had to adjust it manually. These issues had started a couple of weeks prior to this report. Additional information received reported that the recharger had not been charging for over a week prior to this report. It was noted that the programmer showed the implantable neurostimulator (ins) was empty. Patient had lost stimulation the morning of this report. Patient was getting the normal recharging screen with shaded coupling bars but the ins battery was not filling in. Event occurred following a fall. Patient had felt stimulation on (B)(6) 2013. Patient fell down a flight of stairs the night of (B)(6) 2013 and the patient could not feel stimulation. Patient had an appointment with the health care professional (hcp) on (B)(6) 2013. It was later reported that the patient stated she was ok following the fall. It was noted that the patient¿s frequencies were not staying where they were supposed to be. Patient was frustrated and in a lot of pain. It was further noted that it cannot hold a charge and the ins only lasted about an hour after being fully charged. This had been happening prior to the fall. The day prior to this report the patient was getting 4 coupling boxes while recharging and during the call the patient was getting 6 coupling boxes. Patient would charge for 3 hours and then when the patient was done the ins depleted after 1 hour. Patient seemed confused as to which battery icon she was looking at. The health care provider confirmed that the ins was not holding a charge and the cause was the patient fell down the stairs. No hospitalization was required and the patient outcome was noted as no injury.

Manufacturer narrative:
Concomitant products: product ID 37744,,serial# (B)(4), product type programmer, patient; product ID 37754, serial# (B)(4), product type recharger; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial# (B)(4), product type recharger. (B)(4).